Event description:
It was reported that the device battery longevity was less than expected. Device performance data was analyzed; it was noted that the battery trend showed a higher current drain for a long time, and this was not consistent with the usage or settings. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. The battery voltage was noted to be pre/approaching elective replacement indicator (eri) and the weekly battery voltage trend data shows min bat equal to 2.88 to 2.68 volts between 09-jan-2012 and 20-aug-2012, which is before device eri less than or equal to 2.62 volts.